Event description:
It was reported that the a size 0 suture was used to repair an umbilical hernia in pt. In the recovery room, the pt experienced a violent recovery from the anesthesia and coughed. The suture reportedly broke and the pt was returned to the operating room for repair under general anesthesia. The physician reports that he does not use instruments on his sutures during tying.